Event description:
Distributor reported a malfunction alarm, but no specific blood glucose value was provided. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.